Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
During revision surgery it was discovered that the femur was without cement.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of micromotion caused by an insufficient bond between the femoral component and the bone cement, which led to femoral loosening.

Event description:
During revision surgery it was discovered that the femur was without cement.